Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 1730 morphine (0.1 mg/ml) was programmed to infuse at 1.78 ml/hr. The extension set was attached to a 3-way set infusing lipids. At 1830, the patient experienced increased agitation and the rn noted that the morphine was leaking at the male luer and the lipids infusion was backing up into the morphine line. There was no lasting harm to the patient. The event occurred in nicu. The customer confirmed that there was no excessive cleaning with alcohol, over tightening or hemostat use on the male luer and there were no cracks visible.

Event description:
Comfort measures were provided and the patient was given a bolus does of 0.06mg/kg of morphine.